Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. (B)(4). The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
The customer reported faulty led indicator. There was no patient involvement.